Event description:
Related manufacturer reference numbers: 2017865-2023-19060. Related manufacturer reference numbers: 2017865-2023-19061. It was reported via product return that the patient has deceased. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was cardiac arrest. Further information was requested but not received.

Manufacturer narrative:
The lead was returned due to patient deceased. The connector portion of the lead was returned in one piece. Visual inspection and electrical testing were normal with no anomalies found.